Manufacturer narrative:
The customer stated that the qcs are passing and that the xprecia stride is currently operational and in use. Siemens is in the process of evaluating this event. The cause of the event is unknown.

Event description:
The customer reported discrepant pt/inr results between the xprecia stride and a non-siemens laboratory analyzer.

Manufacturer narrative:
Based on siemens review of the patient and qc data files provided by the customer, there is no indication that the xprecia stride or the test strips were not performing as intended. Neither the instrument or the test strips were available for evaluation. The cause for the discordant result could not be determined.